Manufacturer narrative:
Date of event: used the first date of the month of the bsc aware date as no information was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 8mm synergy xd drug eluting stent was advanced for treatment. However, during insertion, the stent shaft broke. The detached portion of the device was pulled out and removed. The procedure was completed with another of same device. No patient complications were reported.